Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer placed the pump on ice to chill it down after a walk in the heat. Additionally, it was reported that an unexpected reset occurred and the wake button was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 262 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.